Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath / medium and a hemostatic valve separation occurred. It was reported that in the middle of the procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath / medium, once they crossed the transseptal and the carto vizigo¿ 8.5f bi-directional guiding sheath / medium was pulled out it did not seal properly. Blood then shot out of the hemostatic valve. When the carto vizigo¿ 8.5f bi-directional guiding sheath / medium was replaced, the issue resolved. On 6/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The hemostatic valve was found dislodged inside the hub of the device. The finding was reviewed, and it was determined to be consistent with the customer¿s reported event and continues to be an MDR reportable malfunction. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve is related with the customer¿s complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that in the middle of the procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, once they crossed the transseptal and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was pulled out it did not seal properly. Blood then shot out of the hemostatic valve. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue resolved. The caller also reported that the thermocool® smart touch® sf bi-directional navigation catheter distal end ended up getting a lot of noise on both the recording system and the carto 3 system. When the catheter was replaced, the issue resolved. There were no patient consequences. The customer¿s reported issue of noise with the thermocool® smart touch® sf bi-directional navigation catheter is considered not MDR reportable as the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. The customer¿s reported hemostatic valve separation issue as been assessed as an MDR reportable malfunction, multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.